Event description:
A "wait 60 minutes" sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "fluctuation of the heart, lot of pressure on the chest, fatigue and sharp pain on the right arm, and silent heart attack" and was unable to self-treat, requiring hcp treatment of insulin for the diagnosis of hyperglycemia. In addition, the patient received treatment of "contrast injection, liquid that calms the heart, and had heart surgery repair." It should be noted that patients with diabetes are more likely to experience certain risk factors, including hypertension, which can increase risk of heart attack. This increased risk occurs over time and there is no direct correlation or indication that the reported device may have caused or contributed to the reported myocardial infarction. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and cap; no issues were observed. Sensor cap was retained inside applicator cap. Applicator had fired correctly. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "wait 60 minutes" sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "fluctuation of the heart, lot of pressure on the chest, fatigue and sharp pain on the right arm, and silent heart attack" and was unable to self-treat, requiring hcp treatment of insulin for the diagnosis of hyperglycemia. In addition, the patient received treatment of "contrast injection, liquid that calms the heart, and had heart surgery repair." It should be noted that patients with diabetes are more likely to experience certain risk factors, including hypertension, which can increase risk of heart attack. This increased risk occurs over time and there is no direct correlation or indication that the reported device may have caused or contributed to the reported myocardial infarction. There was no report of death or permanent impairment associated with this event.